Manufacturer narrative:
The malfunctioning device will be returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Guide wire snapped off while inserting the device, leaving the stylet stuck within patient's vessel, device had to be removed and replaced with a new one.

Manufacturer narrative:
Correction: the lot number and expiration date were corrected to lot # 23k005d and exp. Date: 11/30/2026. The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the defective sample including the sealing paper, catheter and the stylet. The catheter tube snapped at the 18 cm marking and the stylet snapped approx. 15 cm distal to the y-piece. The distal part of the stylet was wavy. Microscopic examination of the catheter tube revealed a diagonal fracture and smooth surfaces indicating a cut, which was probably caused by removing the stylet despite resistance. The stylet showed a bent fractured end as well as scratches in the green coating, which are indications for mechanical impact (e.g. By using forceps). Regarding difficulties during stylet removal, the IFU states: -caution: if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Whilst maintaining a forward pressure on the catheter, remove the cannula gently from the vein. Secure the catheter by applying light digital finger pressure on the catheter, beyond the cannula, and slowly withdraw the cannula." - caution: do not apply direct pressure over the catheter if there is a stylet in situ during insertion. This may cause the stylet to become kinked and will make it extremely difficult to withdraw the stylet from the catheter. Stabilize catheter at the hub and slowly remove stylet from the catheter using a steady, gentle force. Furthermore, the customer stated in the pir that alcohol-based disinfection was used. However, the IFU states the following: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter." A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. It is a safety feature that the tensile strength of the stylet exceeds that of the connection between the stylet and the y-piece, to ensure that the stylet does not snap. A two-year review of vygon USA's complaints data indicates that two complaints related to this issue were recorded for lot 23k005d, both originating from this facility. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.

Event description:
Guide wire snapped off while inserting the device, leaving the stylet stuck within patient's vessel, device had to be removed and replaced with a new one.

Event description:
Guide wire snapped off while inserting the device, leaving the stylet stuck within patient's vessel, device had to be removed and replaced with a new one.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the defective sample including the sealing paper, catheter and the stylet. The catheter tube snapped at the 18 cm marking and the stylet snapped approx. 15 cm distal to the y-piece. The distal part of the stylet was wavy. Microscopic examination of the catheter tube revealed a diagonal fracture and smooth surfaces indicating a cut, which was probably caused by removing the stylet despite resistance. The stylet showed a bent fractured end as well as scratches in the green coating, which are indications for mechanical impact (e.g. By using forceps). Regarding difficulties during stylet removal, the IFU states: caution: if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal. Whilst maintaining a forward pressure on the catheter, remove the cannula gently from the vein. Secure the catheter by applying light digital finger pressure on the catheter, beyond the cannula, and slowly withdraw the cannula.". Caution: do not apply direct pressure over the catheter if there is a stylet in situ during insertion. This may cause the stylet to become kinked and will make it extremely difficult to withdraw the stylet from the catheter. Stabilize catheter at the hub and slowly remove stylet from the catheter using a steady, gentle force. Furthermore, the customer stated in the pir that alcohol-based disinfection was used. However, the IFU states the following: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it. And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter.". A review of the component batch history records was performed, and no deviations were found. The batches complied with their specifications and were released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. It is a safety feature that the tensile strength of the stylet exceeds that of the connection between the stylet and the y-piece, to ensure that the stylet does not snap. A two-year review of vygon USA's complaints data indicates that two complaints related to this issue were recorded for lot 23k005d, both originating from this facility. Corrective action: based on the investigation, this issue is attributed to the conditions of use, and there are no indications of a manufacturing-related issue. Therefore, no further corrective action has been initiated by vygon germany's quality management at this time.